Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they had a low blood glucose event. Customer's blood glucose was 45 mg/dl. The customer stated their low event required a setting adjustment. Customer stated they consumed a lot of carbohydrates for their meals. The customer declined to be transferred to the helpline. The insulin pump will not be returned for analysis.